Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm, 320-40-00 - 145-deg pe 40mm hum liner +0, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-31-40 - glenosphere, 40mm, 320-35-04 - small posterior augment glenoid plate, right, 320-15-05 - eq rev locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Approximately 11 months post-op, the patient experienced a deep infection. An ultrasound guided aspiration was performed, which observed cultures growing c acnes. Approximately 1-week post-onset, the patient underwent a revision procedure to remove all devices. No further impact to the patient was reported. No other information is available.